Manufacturer narrative:
This report is being supplemented to provide additional information based on a re-investigation from the legal manufacturer and a correction to the previous device evaluation results. Correction: this information was inadvertently not included in the previous supplemental medwatch. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of no image. Additionally, button aging and deformation of cabling were also confirmed; however, these defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Based on the results of the re-investigation, since the camera cable is popped out and bent, it can be seen that the stress was applied to the camera cable and the optical fiber inside the camera cable. At that time, the optical fiber inside the main unit was disconnected, so it was not possible to communicate normally. It is presumed that this led to an event in which the image could not be obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, deformation of cabling was observed. It was also stated that user handling may have caused the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[precautions against frozen or lost endoscopic images]: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head had no image. The issue was found during preparation for use of an unknown procedure. There were no reports of patient or user harm associated with this event.